Manufacturer narrative:
Section b5. Describe event or problem; corrected data: additional commentary inadvertently known and not included in the initial MDR.

Event description:
Information was received that per the physician the patient is doing much better and does not believe the increase in seizures were related to the vns. The physician did not specify what he did think it was related to or if he knows, but noted that he is not concerned any longer about the vns being the cause. No additional relevant information has been received to date.

Event description:
It was reported that the patient had been having an increase in seizures since replacement surgery. It was noted that since replacement the settings have been increased but the physician is concerned there is an issue with the vns as he cannot explain the increase in seizures. The patient's lead impedance was normal last visit and there are no other changes in the patient's life that the physician is aware of. Information was received that the physician saw the patient and the patient is doing much better and the physician is no longer concerned. The patient has not had another seizures in "quite some time". No additional relevant information has been received to date.